Event description:
The customer reported that the ventilator gave a gas alarm alert.

Manufacturer narrative:
(B)(4). The customer evaluated the ventilator and determined that the issue will be resolved by replacing the gas delivery engine. Following the completion of FDA audit on oct 31st 2014, carefusion 207 has revised the MDR procedures. This complaint was determined to be reportable per the revised procedures.